Manufacturer narrative:
The reported event occurred due to a software defect that is subject to a field safety correction. Reference FDA:(B)(4).

Event description:
It was reported by the patient that a malfunction had occurred while using their omnipod 5 controller app. The patient gave an example saying, "when she inputs a bolus manually and is less than 1 unit, she needs to input the decimal 2x ". No injuries or medical intervention was required due to the malfunction.